Event description:
During post-dilatation of an unknown stent implanted in the right superficial femoral artery, the balloon ruptured at nominal pressure. There was heavy calcification and 75% stenosis in the target vessel. There was no report of any adverse consequences to the patient. The product appeared perfect during pre-use inspection and no anomalies were noted during prep.